Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the handle did not move up or down. The ratchet was dissembled, and the clearance was adjusted. The unit was returned to service. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during kit inspection the mesher ratchet handle did not perform the upward and downward motion. There was no report of harm or delay as there was no patient involvement. Diligence is complete.